Event description:
It was reported that due to infection of implant site, patient had to undergo revision surgery to remove implant. Dr rescheduled case for today ((B)(6) 2013); however, it needed to be canceled because implant expired on 2/2012. Patient was already under anesthesia and on the table.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The reported event indicates that the surgeon attempted to implant the second custom cranial implant from the set delivered for the patient's initial surgery. Due to the time between initial surgery and revision the original custom cranial implant had expired and therefore a new custom implant was ordered. No deficiency of the device was alleged and the patient was successfully revised after a new custom cranial implant was ordered and delivered. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Additional information: the product kit includes 2 sets of the implant. The implant was ordered in (B)(6) 2011 and the kit expires 6 months after then. Patient went back for the revision on (B)(6) 2013, surgery was successful.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.